Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. This defect was confirmed as binding. The endoscope was placed through the friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. Additionally, the endoscope was found to have mechanical damage to the shaft. Cosmetic damage was also observed on the endoscope. The endoscope cable integrated connector and the cable integrated connector housing exhibited discoloration. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting the specification limits. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope failed to rotate, and a dragging sound occurred while rotating. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was inverted although the endoscope rotation was not completed. A backup endoscope was used to resolve the issue. There was no patient injury.